Event description:
On (B)(6) 2010, the pt was implanted with an scs system. Post-op, the pt did not feel stimulation. An x-ray was taken, which showed that the lead had pulled out of the header. The same day, the doctor took the pt back to the operating room to reconnect the lead and the pt subsequently had good stimulation.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.